Event description:
Follow up report.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Device not saved so sample evaluation cannot be conducted. Lot number not known so DHR review not possible. Trend analysis conducted and no adverse trends observed. The root cause of the reported injury cannot be determined.

Event description:
It was reported that a patient who had the hollister anchorfast oral endotracheal tube fastener in place for one day developed a hospital acquired pressure injury on their upper lip. It was reported that when the pressure injury was observed, the area was left to air, and they tried to avoid positioning the endotracheal tube at the site of the wound. It was further reported that there was necrosis on the upper lip that required debridement.